Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit (manufacturer report # 3005099803-2011-02419) was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the generator's monopolar output was intermittent, an issue that was thought to have resolved itself prior to this procedure (see manufacturer report #s 3005099803-2011-02409 and 3005099803-2011-02875). The grounding pads, active cord, and accessory device were all replaced but the issue persisted. When the cautery failure occurred, the endostat ii electrosurgical unit was replaced with a different generator, which was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results found the foot switch that was returned with the generator to be defective.

Manufacturer narrative:
(B)(4). The investigation findings: intermittent energy from foot switch. Visual evaluation of the returned foot switch found that the unit appeared to be in good physical condition; both pedals functioned properly. During electrical evaluation, however, it was found that the foot switch caused intermittent output in both the power and irrigation modes. The foot switch was replaced, and the unit then passed the endostat ii return evaluation procedure. The complaint that the system delivered energy intermittently was confirmed. Electrical evaluation found that the foot switch had malfunctioned, thereby causing intermittent output from the unit.